Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted: (B)(6) 2007; 5076-45 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.